Event description:
It was reported to boston scientific corporation that an advantage fit was used during a sling placement performed on (B)(6) 2013. According to the complainant, during the procedure, the mesh rolled up once the plastic sleeve was released. The doctor put minimal tension on it. It appeared to not have the midurethral portion edges sealed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.